Event description:
Same case as MDR ID# 2134265-2011-05279. It was reported that during a peripheral treatment procedure, a guide wire sleeve detached. The target lesions were located in the mildly tortuous anterior tibial artery. A 300cm journey guide wire was advanced but encountered some friction within the non bsc 6f introducer sheath. The guide wire was withdrawn for reshaping. The physician began reshaping the distal tip of the guide wire with his fingertips when the nitinol sleeve of the guide wire detached. Another 300cm journey guide wire was successfully advanced through the non bsc 6f introducer sheath. Advancing the guide wire over the bifurcation, some resistance was encountered. The journey guide wire was withdrawn. The physician began reshaping the distal tip of the guide wire with his fingertips, and again the nitinol sleeve detached. The procedure was successfully completed with a thruway guide wire. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID# 2134265-2011-05279. It was reported that during a peripheral treatment procedure, a guide wire sleeve detached. The target lesions were located in the mildly tortuous anterior tibial artery. A 300cm journey guide wire was advanced but encountered some friction within the non bsc 6f introducer sheath. The guide wire was withdrawn for reshaping. The physician began reshaping the distal tip of the guide wire with his fingertips when the nitinol sleeve of the guide wire detached. Another 300cm journey guide wire was successfully advanced through the non bsc 6f introducer sheath. Advancing the guide wire over the bifurcation some resistance was encountered. The journey guide wire was withdrawn. The physician began reshaping the distal tip of the guide wire with his fingertips, and again the nitinol sleeve detached. The procedure was successfully completed with a thruway guide wire. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the coil wire was unraveled near the fractured end of the high torque sleeve. Magnified inspection of the fractured end of the high torque sleeve presented evidence of a ductile overload fracture. Magnified inspection revealed the distal tip solder joint was missing and the coil wire/core wire/ribbon (ccr) joint was intact. The distal end of the high torque sleeve and distal tip solder were not returned for analysis. The remaining portion of the high torque sleeve measured 6.25" long from the fracture surface to the adhesive ramp. The distal end of the inconel shaping ribbon showed evidence of solder residue indicating that the distal tip solder was bonded onto the guidwire. There was no evidence of any material or manufacturing deficiencies contributing to the fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).